Manufacturer narrative:
Gbo complaint (B)(4). No samples (actual or unused) were received for evaluation. No pictures were received by the customer. No batch # was provided. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer advises accidental needle stick. This was due to the butterfly needle not retracting all the way into the safety device, even though the "click" occurred when retracting the needle.